Event description:
At 6:20 pm peripheral IV site placed to start lutrepulse therapy, 24g catheter placed right forearm. Within 1 minute, pt complained of tingling in mouth, sneezing, congestion, coughing, extreme anxiety. The rn removed catheter immediately and pt placed in prone position. At 6:25 pt given benadryl 50 mg im. Call placed to md 4 times, no reply. At 7 pm call placed to rph. At 8:30 reaccessed with another co's device without incident and therapy started.